Manufacturer narrative:
Patient weight was not provided. Manufacturer's investigation conclusion: the reported event of difficulty connecting to the mobile power unit (mpu) due to a damaged connector was confirmed via analysis of the returned mpu (serial number: (B)(4). Visual inspection of the returned mpu revealed that the threads on the black and white power cable connectors were damaged; this resulted in an increased difficulty connecting to the system controller power cable connectors. The damaged patient cable was replaced with a new cable and the issue resolved. The unit functioned as intended after replacing the patient cable. A full functional checkout was performed and the unit passed all tests without any issues. The unit was returned to the customer site. The reported event of difficulty connecting to the mpu patient cable was determined to be caused by damage to the threads on the patient cable connector; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook (rev. B) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the white cable of patient's mobile power unit is broken and will not connect. Upon visual inspection it was noticed that the threads of the black and white connectors of the mobile power unit patient cable are cross-threaded and are preventing a good connection from being made. The patient cable was replaced with a new cable to resolve this and the mobile power unit was retested. The mobile power unit performed without any issues and passed all tests.